Event description:
The customer reported that the sys made a popping noise twice and there was a smell. The sys shut down without command and required a reboot to complete the case. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cables were cleaned and regreased. The sys was then found to be operating as intended.